Event description:
Siemens was notified on (B)(6) 2014, that a patient fell unconscious in the exam room at wallstand next to the table end of the ysio system. The pt hit the end of the table during the fall and broke a plastic corner piece. The impact resulted in injury to the ribs. The pt also received lacerations to the head from the exposed table corner as he fell past it. The customer confirmed that the patient had fainted due to his medical condition and not due to the equipment. The pt was transported by an ambulance to a different hospital facility. The patient's status was not provided.

Manufacturer narrative:
Siemens local service engineer was dispatched to the site and replaced the end cap. The system was repaired and returned to the customer.